Event description:
Per complaint 203251189, during clinical procedure, implant fracture was observed.

Manufacturer narrative:
Implant and explant dates are not applicable since product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.